Manufacturer narrative:
The hvad is used for treatment not diagnosis. Facility reported that a patient's controller contained a damaged connector port which was resulting in a loose connection when transferring data from the controller. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation. Evaluation confirmed the reported event; visual inspection revealed a damage port which prevented the cable from locking and providing a secure connection. The root cause for the reported "poor mechanical connection" was found to be a damaged data port, likely due to a combination of material durability, assembly interferences, and user mishandling. The manufacturer has an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller's data port was damaged and that as a result the data cable would not remain securely attached. The site stated that the connection appears to be chipped and that they are not aware of how this occurred. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.